Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure occurred. The error code for the battery failure was confirmed. It was reported that the customer had replaced the battery with a backup to resolve the reported issue. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The reported issue of a battery failure occurred was confirmed via customer confirmation of the reported error code. The cause of the malfunction was due to a faulty battery.